Manufacturer narrative:
(B)(4). Cartridge pan dislodged, damaged drivers the analysis results of the cartridge found that it was received with the pan detached from the cartridge and with eleven drivers out of their intended position. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a vats wedge resection procedure, on the first fire of the device with the cartridge was completed successfully. After the first fire, the nurse removed the reload and cleaned up the jaw, she then load the second cartridge into the device. The procedure is proper and the reload was loaded onto the stapler as normal, no mistake was made. Then doctor put the loaded stapler into the patient's thoracic cavity, he then used the patient's wall to articulate the stapler. During this movement, the reload was suddenly broken down, and it was detached from the silver base cap, several orange color staple drivers were dropped into the thoracic cavity. Doctor pulled the stapler out immediately from the patient, and eventually took out the all orange color driver from the patient with forceps. Finally, doctor changed to another of the same product and the surgery was completed successfully. Procedure was prolonged for five minutes. No consequences for the patient.